Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer experienced high blood glucose and air bubbles. The customer changed the infusion set, per technician during troubleshooting. The air bubbles found were smaller than champagne size. Advised not to worry about air bubbles smaller than champagne size, do not affect her. The customer also had high blood glucose. The customer's blood glucose was 377mg/dl. The customer stated the insulin pump was not rewound with a reservoir in place. Advised to deliver a 5u fixed prime until air bubbles are no longer visible. Tubing clamp unavailable for customer to check for leaks at the infusion site. Advised to change infusion set. Advised to push air back into insulin is vial. Advised customer to revert to back up plan and to call back when tubing clamps arrive to perform hp test. The customer was unable to purge the bubbles. Customer opted to wait because she needed to allow time for the insulin to get room temperature. The current blood glucose was unknown.

Manufacturer narrative:
Two opened and used reservoirs were evaluated and passed per inspection. No air bubble anomaly was noted during analysis and no defects were noted to the seals.